Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received a vibratory alert and presented to the clinic. Non-sustained lead noise episodes due to crosstalk were observed. Programming changes were made. Patient condition was stable after the event. Follow-up will continue.